Event description:
A patient underwent an anterior abdominal wall hernia repair involving mesh. The patient was discharged about a week an a half later. The patient was re-admitted to the hospital two days later for postoperative septicemia. An anterior abdominal wall abscess was found and the patient underwent CT guided drainage of abscess which came back positive for mrsa (methicillin-resistant staphylococcus aureus). ======================health professional's impression======================it is unknown if the mesh contributed to the infection, per surgeon.